Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a battery depleted alarm was confirmed by baxter personnel in the pump's event history. This condition was caused by depleted batteries. The batteries and battery harness were replaced onsite at the facility by a baxter field service technician to correct this condition. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with "battery problems." It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering confirmed the reported condition as a battery depleted alarm and discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.